Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose value was below 40 mg/dl. Customer treated their low blood glucose via food. Customer advised they were not on auto mode and due to increased physical activity their blood glucose level was low. Customer stated that the button of the insulin pump requires too many pushes. Customer stated that the beeps of the insulin pump was hard to hear. The insulin pump will not be returned for analysis.